Manufacturer narrative:
Investigation summary: MDR level a investigation: DHR review - all samples and challenges were performed without any indication that this defect was a result of a wide spread issue. Eura review - foreign matter has been assessed at a plant wide level through qcge-034. Foreign matter in the fluid path is considered a "functional a" defect which is allowable at a rate of 6500ppm. Sample analysis - the foreign matter was adhesive from the process that secures the cannula into the grip investigation conclusion: the foreign matter on the catheter was adhesive from the assembly process. Root cause description: a drop of adhesive from the assembly process fell onto the part. Rationale: a CAPA will not be opened. The severity and occurrence are within acceptable limits. A corrective action has been initiated to require a formal inspection of the adhesive dispense system to ensure that it is not leaking. (Scm-251).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system with dual port had a bubble of adhesive found on the catheter tubing. Found before use. No serious injury or medical intervention noted.